Manufacturer narrative:
Product event summary: at incoming inspection it was noted that the battery contacts were contaminated, the battery latch and "o" gasket were sticky, the knobs were polluted and sticky and the bail cover and battery drawer were damaged. The main board was calibrated and the battery contacts were cleaned and the device then passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.